Manufacturer narrative:
Esc button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the esc button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.